Event description:
It was reported that the patient felt a jabbing sensation while his stimulation was turned on. Patient felt like something was loose. The patient experienced acute pain. The patient has felt this sensation for about a year. The patient was afraid to leave the stimulation on because he sometimes could not get it back off again. The patient usually slept with the stimulation off. The patient experienced the sensations in the low back area. The patient fell 1 time since he had his implantable neurostimulator (ins) implanted; the exact date of this event was unknown. It was also noted that the patient saw an elective-replacement-indicator (eri) icon on his patient programmer (pp), indicating the approaching end of the ins' service. At the time of the report, the patient had his stimulation off and preferred to keep it off until he saw his physician; the patient was not experiencing the jabbing sensation. The patient was able to walk better when the device was on, however. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot#: v071363, implanted: (B)(6) 2008. Product type: lead: product ID: 3888-56, lot#: v062150, implanted: (B)(6) 2008. Product type: lead: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID: 37742, serial#: (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID: 37742, serial#: (B)(4). Product type: programmer, patient: product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).